Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary angiography. The patient was immediately moved to the other device to complete the surgery. The philips field service engineer (fse) inspected the system onsite and found that the device failed to expose during use. Upon troubleshooting, fse found that there was a pre-occurrence, and the large filament was burnt; replacement of the tube was required. Fse informed the customer not to use the device until the tube was replaced, but the customer continued using the device and experienced an issue: the device failed to expose during use. The defective x-ray tube was returned to philips for failure analysis, and the cause of the failure was found to be a small and a large filament blown due to worn out. To resolve the issue, the fse replaced the tube. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system could not expose. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.